Event description:
It was reported an external blood leak was observed originating from the venous blood line of a prismaflex st150 set during continuous renal replacement therapy. Blood loss was less than 150ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided video samples, the leak was observed from the return luer connection. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.